Event description:
It was reported during a novasure procedure on (B)(6) 2026, that the patient was a 42-year-old with erratic, heavy prolonged and irregular periods, associated abdominal pain and dyspareunia. The patient had a prior history of pelvic inflammatory disease and an unpleasant experience with a third-party competitor device procedure and the patient was getting a hysteroscopy, laparoscopy and endometrial ablation. Initial hysteroscopy was completed without any complications. Gentle curettage was performed with minimal tissue removal. The uterine length was 11 cm, cervix length was 5.5 cm, and the width was 4 cm. There was a difficulty initially deploying the device as it was not opening easily when introduced into the cavity. The device was then successfully deployed. The first cavity integrity assessment test failed. The second cavity integrity assessment check passed after the vulsellum was removed. The total ablation time was 32 seconds with a power of 121 watts. A hysteroscopy was performed again and ablation was successful. Laparoscopy was performed and a perforation at the posterior fundus was reported with a thermal injury to the uterus through to the serosa. Free fluid was observed in the abdominal cavity. Visual inspection of the bowel around the uterus did not reveal any abnormalities. The patient was admitted overnight. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.